Event description:
It was reported that a patient connected to the patient line for their initial drain prior to the line being properly primed for peritoneal dialysis therapy. A technical service representative helped the patient end therapy. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a patient who connected to the patient line prior to the line being properly primed for peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoiceand homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.